Event description:
It was reported that during a device replacement procedure, the left ventricular lead had no ability to capture at maximum output. The patient was noted to have had a recent motor vehicle accident. The lead was capped. No replacement was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010. (B)(4).